Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 157757, mfd. 05/17/2013, expires 2018-05, (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# i0887, mfd. 01/29/2014, expires 2019-01, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0876, mfd. 12/05/2013, expires 2018-12, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had two years of symptom relief following the initial procedure, but later complained of similar si joint she had experienced before the procedure. The surgeon believed that there may have been a non-union of the si joint. In (B)(6) 2016, the surgeon performed a revision surgery where he first tried to remove the cephalad implant but it was solid in bone and he could not remove it. He then added one additional ifuse implant in a more anterior and caudal position to help fixate the joint. The status of the patient following the revision surgery is not known.